Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site on (B)(6) 2025. On (B)(6) 2025, the patient started feeling symptoms of vomiting and fatigue. The patient¿s cgm was 90 mg/dl while the bg was 519 mg/dl. No treatment was done at home, and they removed the sensor. The patient¿s aunt took the patient to the hospital and upon arrival bg was checked and showed 500 mg/dl and the patient was diagnosed with dka. The patient was admitted to the ICU and was given IV fluids, insulin drip and was monitored. The patient felt better the next day and was discharged. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.